Event description:
It was reported that patient presented in clinic after receiving inappropriate shocks. Upon interrogation, it was revealed that implantable cardiac defibrillator (ICD) exhibited incorrect interpretation of signal and delivered 15 inappropriate shocks. Programming changes were made resolving the issue. Patient condition was stable